Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and ovarian cyst ruptured ('ovarian cysts') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included hormonal imbalance since (B)(6) 2008. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("depression"). In (B)(6) 2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and endometriosis ("endometriosis"). In (B)(6) 2006, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain, dysmenorrhoea, endometriosis and ovarian cyst had resolved and the ovarian cyst ruptured, pelvic pain and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, endometriosis, ovarian cyst, ovarian cyst ruptured and pelvic pain to be related to essure (ess205). The reporter commented: ablation of endometriosis lesions. As per mr, discrepancy noted in date of insertion: (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-may-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and ovarian cyst ruptured ('ovarian cysts') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included hormonal imbalance since (B)(6) 2008. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("depression"). In (B)(6) 2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and pelvic pain ("pelvic pain"). In (B)(6) 2006, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy (B)(6) 2008 and oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain, dysmenorrhoea, endometriosis and ovarian cyst had resolved and the ovarian cyst ruptured, depression and pelvic pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, endometriosis, ovarian cyst, ovarian cyst ruptured and pelvic pain to be related to essure (ess205). The reporter commented: ablation of endometriosis lesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: newly added events- pelvic pain female, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and ovarian cyst ruptured ('ovarian cysts') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included hormonal imbalance since (B)(6) 2008. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("depression"). In (B)(6) 2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and pelvic pain ("pelvic pain"). In (B)(6) 2006, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy (B)(6) 2008 and oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain, dysmenorrhoea, endometriosis and ovarian cyst had resolved and the ovarian cyst ruptured, depression and pelvic pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, endometriosis, ovarian cyst, ovarian cyst ruptured and pelvic pain to be related to essure (ess205). The reporter commented: ablation of endometriosis lesions. As per mr, discrepancy noted in date of insertion: (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information and rcc were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and ovarian cyst ruptured ('ovarian cysts') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included hormonal imbalance since (B)(6) 2008. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("depression"). In (B)(6) 2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). In (B)(6) 2006, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain, dysmenorrhoea, endometriosis and ovarian cyst had resolved and the ovarian cyst ruptured and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, endometriosis, ovarian cyst and ovarian cyst ruptured to be related to essure (ess205). The reporter commented: ablation of endometriosis lesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following one in patient¿s medical record; confirming- endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Reporter information updated. Case was upgraded from other event to incident. Previously reported event injury is replaced with new events: abdominal pain, ovarian cysts, dysmenorrhea (cramping), endometriosis, depression were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.